Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she had not seen a doctor yet as she had just moved. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97712 found no significant anomaly. Analysis of product ID 3708140 lot# serial# (B)(6) found broken conductors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in (B)(6) 2020, the patient started feeling a "surge" or "shock" from the device. They have also been recharging more often. The patient could not identify any factors that could have contributed to this however, the rep mentioned that the patient had moved from out of state recently. The rep met with the patient and tested impedances with the patient in varying positions. Electrode #2 had an impedance reading >10,000 ohms. Since the patient had recently moved, they were still waiting to establish insurance and a pain physician, so until then, the patient was instructed to try using their other programs to determine if the surge/shock occurs with those programs as well, and if so, to document when that occurs. Once the patient gets a pain physician, the patient will schedule an appointment with a rep to have the system checked / evaluated. No further complications were reported or anticipated.